Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The pins on the c-arm connector were repositioned. No further repair information is available.

Event description:
The customer reported that the monitors on the 7900 system would not turn on. No patient injury was reported.